Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings:a review of the black box did not find any unexplained reboots. The battery compartment was intact with no evidence of any physical damage. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The test cap secured appropriately to the pump and maintained electrical connection. The pump powered on normally and was exercised for 24 hours with no power interruptions occurring. The complaint of no power could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the pump case was cracked near the upper right corner of the display lens and there was evidence of moisture observed behind the display lens. Leak testing revealed a leak at the case crack. The audible tones were intermittently functional. The pump casing was removed and there was evidence of moisture corrosion found inside the pump. The audio circuit piezo contacts were found to be misaligned; when the contacts were realigned, the audible tones regained full functionality.